Event description:
It was reported that a pump has a door jammed message. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "door jammed" message caused by the upper door hook being out of adjustment. The pump will be adjusted to correct this condition.